Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia and hyperglycemia. The customer had low blood glucose level was 78 mg/dl and treated with glucose and ate a bowl of cereal and sugar went up to 400 mg/dl at the time of incident and the current blood glucose level was 419 mg/dl. The customer was assisted with troubleshooting. Customer stated that the sensor became loose and also received a calibrate now alarm, calibrate now alert and decreased time to next calibration. The sensor will be returned for analysis and the insulin pump will not be returned for analysis.